Event description:
Et 12/7it was reported to vyaire medical that the bellavista 1000 us unit is "too hot". The customer confirmed that the issue happened prior patient use, no patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite and replaced the bronze filter. Cycled vent for 15 minutes and the alarm is no longer appearing. Vent passed the pressure sensor, o2 flow and inspiration flow verification and performance check. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical but a vyaire field service representative(fsr) evaluated the device onsite. The root cause was determined due to user fault - lack of maintenance / software update. Changing the filters has solved the issues. It seems that the user has not followed the defined exchange interval.